Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient does not profit from therapy, patient does not perceive the stimulation (no sensation), all impedances are >4000 ohms see above. No cause known. Impedances have been measured with 2.0 v, but still all contacts showed values >4000 ohms. Stimulation has been configured so that every electrode has been set to cathode and case was anode. The patient still did not perceive the stimulation. All programs (1-7) have been checked, but the patient did not have any perception of the stimulation. Replacement of the lead is scheduled for (B)(6).

Manufacturer narrative:
Continuation of d10: product ID: 978b128 lot# unknown, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: unknown, ubd: unknown, UDI#: unknown. G2: country germany. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D9: lead received back on (B)(6) 2024 h3: analysis results for the returned lead were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the returned lead serial#(B)(6) identified that the all conductor(s) was/were broken 5.0cm in the body of the lead at or near the tines at distal end. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2lx27. Product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the replacement of this lead took place on (B)(6) 2024. The pocket has been opened and the ins and lead were visible. The lead was mobilized and the surrounding tissue was removed. When the lead had been mobilized, the hcp pulled on the lead slightly in order to spot the implant location by puling on the lead only very slightly, a part of the lead was already explanted. Therefore, the lead lay in pieces already before mobilizing it. The hcp then determined the implant location of the lead by x-ray and explanted the residual part of the lead. A new lead was implanted with very good motor responses on every electrode.